Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle was found to be a black rubber material, however the origin of the foreign material and root cause of the issue could not be determined, as the customers reprocessing was confirmed to have been carried out per the device IFU and no additional information was provided. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to damage on the up/down knob, the nozzle had foreign objects, the bending angle in the up direction were out of standard, the connecting tube was wrinkled, the connecting tube was discolored, the distal end cover was scratched, the adhesive around the light guide lens was clouded white, the adhesive around the objective lens was clouded white, the adhesive around the objective lens was peeled, the paint on the suction cylinder was peeled, switch 1 was scratched, the control unit was dirty due to water leakage, water removal was reduced due to clogging of the nozzle, the adhesive on the bending section rubber was clouded white, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was chipped, the up/down knob had play, switch 1 did not work due to damage, and the dots on the water detection sticker was smudged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had water leakage from the operation part. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during an unknown diagnostic procedure. There was no delay